Event description:
As reported by the user facility: reason of complaint: from customer "from what I can tell, it's either leaking from around the o-ring seal near the injection port or somewhere along the inner balloon itself, but it's slow enough that I am not able to identify the exact spot". Subject: easypump leak. Patient injury: no.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.